Event description:
It is reported that the patient was revised for pain. Severe poly wear was noted and the femoral component was fractured. Surgeon stated that the patient had been running for the past several years.

Manufacturer narrative:
Photographs of the revision surgery returned are too small to make out any detail of the knee joint. Photographs of the femoral component show that it is fractured into two pieces. The fracture occurred across the m/l direction, slightly anterior to the peg located posteriorly. Photographs of the articular surface show that it is severely worn and there is a small section of poly material that appears slightly detached. This piece of material was most likely disturbed during the implant removal process. The x-rays provided show that the articular surface is severely worn, as there is little to no space seen between the femoral and tibial components. In the x-rays provided, it is not apparent that the femoral component has fractured. The tibial component seems to be sized well in the m/l direction, but appears slightly undersized in the a/p direction. It is important to note that the patient had a large build, high bmi, and was highly active during the six years the components were implanted. This could have contributed to the fracture of the femoral component. The exact cause of this event, however, cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.